Event description:
It was reported that the device was explanted after an implant duration of zero days. On 03/16/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B) (6) 2010, "the mitral valve was inspected and the anterior leaflet was found to be severely prolapsed with an infarcted papillary muscle and multiple, more than a dozen, elongate chordae. A couple secondary chords were rotated in the anterior leaflet, but this still proved too long after a 28-mm physion ring was placed and there was a severe amount of regurgitation still present. For this reason, the physio ring was removed."

Manufacturer narrative:
(B) (4). Unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received on 03/16/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.